Event description:
It was reported by a registered nurse that the patient had their device disabled previously in (B)(6) 2016 due to sleep apnea issues. It was also noted that the patient would be referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Generator analysis was completed and approved. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.866 volts, and the memory locations on the generator indicated that 64.721% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Explanted generator was received but product analysis is still underway.

Manufacturer narrative:
B5: describe event or problem, corrected data: follow-up report #1 inadvertently reported invalid information. D9 device available for evaluation? H3 device evaluated by MFR?